Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. Another two non-bsc balloon catheters were advanced and inflated, but the balloons also ruptured and the procedure was ended. No patient complications were reported and the patient's status was stable.